Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial (B)(4)) prime switch was not functioning properly was confirmed during initial functional test. The thermogard ivtm system was evaluated at customer site by a zoll service representative. The root cause of the reported complaint was due to a damaged prime switch as a result of an aging device. The thermogard ivtm system was manufactured in february 2011 and it is 8 years old, well beyond its expected serviceable life of 5 years. No physical damage was observed on the thermogard ivtm system during visual inspection. However, the other reported complaint of the cover from the roller pump was loose was confirmed. The pump cover was re-attached to remedy the roller pump cover issue. Initial functional testing failed due to prime switch was not functioning properly, the prime switch was replaced to address the issue. After part replacement, the system was re-evaluated and passed all the functional tests without any fault or error. Thermogard ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During ivtm set-up, customer reported that the prime switch was not working and the cover from the roller pump was loose on the thermogard ivtm system (serial (B)(4)). No patient involvement.